Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient experienced peritonitis manifested by cloudy drain and abdominal pain and was hospitalized for the event the next day. On an unreported date, the patient was treated with amikacin and vancomycin (dose, frequency and route not reported) for the peritonitis. On an unreported date, retraining of the patient in proper aseptic technique started and was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.